Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The channels are also flushed. The detergent used for pre-cleaning is aniosyme x3. The instrument/ suction channel, the instrument channel port, and the distal end/ areas around elevator are manually cleaned with an asept inmed (ecouvillon double bros diam 3mm; ref. 201784) brush and aniosyme x3 detergent. The scopes are manually disinfected using peralex. The scopes are stored horizontally in a simple cabinet (no drying function). After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) cfu of revivable micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for one (1) colony forming unit (cfu) of micrococcus luteus and one (1) cfu of non-pathogenic environmental mold. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where it was found that the bending rubber glue was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined if there was any relevancy between the subject device and the positive culture test. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures" olympus will continue to monitor the field performance of this device.